Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette the full amount of diluent into row f. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.